Manufacturer narrative:
Concomitant products: 6947m62 lead implant date: (B)(6) 2015; dtma1d4 crt-d implant date: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead exhibited no capture at maximum output and high undefined impedance. The lv lead cut and partially removed and replaced. No patient complications have been reported as a result of this event.